Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head is wobbly and breaking / becomes loose and it snaps off my mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on 01-sep-2016 that he/she had purchased oral-b precision clean brushheads but found that the heads were wobbly and breaking. The consumer described that the brush heads had become loose and snapped off in his/her mouth, and it happened a few days after using it. He/she had used 2 already. This was not the first time the consumer had used this particular version of brush heads. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.